Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the aneurx stent graft had migrated distally 2 cm due to disease progression. No endoleak was present. An endurant cuff was placed proximally to cover the section between the renal arteries and the aneurx stent graft. It was also noted that the left iliac aneurysm had continued to dilate. An endurant iliac extension was placed in the left iliac due to the expansion of the left iliac aneurysm. An endurant iliac extension was also placed extending into the left external iliac due to the expansion of the left iliac aneurysm. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (aneurysm enlargement); patient's condition affected effectiveness of device (disease progression). Conclusion: inherent risk of a procedure (aneurysm enlargement); device failure/lack of effectiveness related to patient condition (disease progression).